Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there were multiple lead warning for the right atrial (ra) lead. The lead had low impedance in both unipolar and bipolar. It was further noted that the unipolar impedance measurement caused noticeable pocket stimulation. The atrial electrogram showed noise in both bipolar and unipolar. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.